Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication missing from system and present in another station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and medical device model. A review of the complaint history for sn (b)(6 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was missing from the system but present in pyxis station. A technical support specialist (tss) dialed the server and found that the issue had been fixed. The tss emailed and called customer multiple times but no response. The customer emailed the issue had been resolved and proceeded to close the case. The system functioned as intended after the issue resolved itself.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medication missing from system and present in another station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.